Event description:
It was reported that an x-ray was performed one day post implant and showed the electrode had moved out of position. It was noted that the 2 incision technique was used to implant the electrode. Boston scientific technical services (ts) discussed the option of using the 3 incision technique at the time of revising the electrode. The patient was admitted to the hospital for a potential revision procedure. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. The electrode was successfully repositioned. No additional adverse patient effects were reported. This product remains implanted and in service.